Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to local service department of olympus. Local service department checked the subject device and found that no image was displayed and scope communication error e311 occurred. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was manufactured in 2005. Since it is more than 15 years ago, the manufacturing record could not be reviewed. According to the inspection result by local service department, leakage from the water-resistance cap was found. Omsc presumed that an image was not temporarily displayed due to the following reason. * water got inside the device from the water-resistance cap, and this temporarily destroyed the electrical circuits. The exact cause of the reported event could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during the preparation for use, it was found that the cable was damaged. The field service engineer checked the subject device and found the cable break and no image was coming on. There was no report of patient injury associated with the event. The subject device was used in combination with otv-sc.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.